Manufacturer narrative:
A philips service engineer is scheduled to replace the control panel arm to repair the system. Results of the repair and investigation will be included in a follow up report upon completion.

Event description:
A customer reported the swivel mechanism of their epiq 7c ultrasound system¿s control panel would not lock into position while transporting the unit within the user facility. No patient or user was harmed as a result of the issue.

Event description:
A customer reported the swivel mechanism of their epiq 7c ultrasound system¿s control panel would not lock into position while transporting the unit within the user facility. No patient or user was harmed as a result of the issue.

Manufacturer narrative:
A philips service engineer replaced the articulation arm assembly to repair the system. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging. This action was reported to FDA per 21 cfr part 806 on 7/16/21. Reference corrections and removal report number: 3019216-07/16/21-002-c.